Manufacturer narrative:
The customer returned a vial of test strips with lot 474413. The customer had indicated that they were doubtful that any strips from the day of the event would be returned; however, strips from the same lot number would be returned. The returned strips were tested on a retention meter with retention control solution: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44,44,44 mg/dl, level 2 ¿ 303,300,301 mg/dl. All returned results are within the acceptable range. A specific root cause was not identified for this event. No information was provided in the complaint that would point to a cause for the discrepant results.

Event description:
The nurse complained of erroneous results for 1 patient tested on inform ii meter with (B)(4). The patient presented to the emergency room with weakness, confusion and hypoglycemia. The following readings were taken on the inform ii meter prior to the event: 8:30 a.m. 108 mg/dl, 9:23 a.m. 72 mg/dl, 10:05 a.m. 63 mg/dl, 11:00 a.m. 50 mg/dl, 12:20 p.m. 42 mg/dl. The patient was tested while in the middle of a seizure at 1:22 p.m. On the inform ii meter and the result was 11 mg/dl. At 1:30 p.m. The patient was tested again on the meter and the result was 277 mg/dl. The patient was treated with d50 at 1:30 p.m. At 1:32 p.m. The patient was tested on the meter again with a result of 97 mg/dl. A sample was drawn for the laboratory at 1:35 p.m. And the result was 68 mg/dl. It was noted that the patient is not a known diabetic. She was admitted to the hospital and transferred out of the ER for higher level care. The patient is still experiencing erratic glucose results. No additional results were provided. No adverse event occurred due to the device. It was noted that quality controls were run at 2:06 a.m. Prior to the event and were acceptable. The suspect product was requested for investigation. It was noted that it is not known if the same vial of strips was used for all the tests. The nurse was doubtful that any strips from the day of the event would be returned; however, strips from the same lot number would be returned.